Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the concentrator alarm doesn't work.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Controls, switch/button broken. Manifold, other/defective. The 4-way valve, dirty/stained. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Controls, switch/button broken. Manifold, other/defective. The 4-way valve, dirty/stained. Dealer is stating that the concentrator alarm doesn't work.